Manufacturer narrative:
Coopersurgical is currently investigating the complaint condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint-(B)(4). Update 12/06/2017: investigation: analysis and findings: DHR review shows umh650, sn (B)(4) was made to wo # (B)(4) in aug 2016. It was assembled with blue handle pn 37270 rev b. Unit was manufactured, assembled, inspected and tested per established procedures and there were no issues identified in the unit. Further review of the returned unit, sn (B)(4) shows blue handle is broken. The "pop" as mentioned in the complaint may be due to the broken handle which would have happened outside of the patient. Unit inspected and found that there were no indications of manufacturing defects. There were no signs of defects in manufacturing, abuse, or evidence of use outside of the intended use of the device. Analysis shows failure mode is equivalent to that of s/n (B)(4) returned on complaint #(B)(4). Both units were assembled with the rev b version of the plastic handle (p/n 37270) and exhibited a plastic handle break through the wire hole. This type of failure indicates an incident occurred likely during use while rotating the handle. The risk associated with this failure is minimal at a risk index of 19 (reference (B)(4)) as it occurs remotely with negligible severity - insignificant failure not serious enough to contribute to an injury. An investigation has been completed for complaint #(B)(4) (CAPA (B)(4)) to address the root cause listed on this complaint. As per details mentioned in the complaint, a ureter transection occurred during the procedure - unrelated to the colpotomizer. Based on the complaint history of the device, a typical broken handle will not cause the injury described. There is not a discernable trend that indicates a broken handle leading to a ureter transection. More than likely, the injury is caused by another factor that cannot be identified with the given information in the complainant file. Correction and/or corrective action: umh650 broken blue handle complaints are entered into coopersurgical's continuous improvement program (cip) for trending and monitoring. Was the complaint confirmed? Yes. [CAPA (B)(4)].

Event description:
Medwatch received. Describe event, problem or product use error during robotic hysterectomy of enlarged uterus in morbidly obese female, a "pop" was heard early in the case, no problems or changes visualized. During removal of the colpotomizer, it was found to be broken. A complete left ureter transection occurred during the procedure - unrelated to the colpotomizer. Other relevant history, including preexisting medical conditions (e.g., allergies, pregnancy, smoking and alcohol use, liver/kidney problems, etc.) (B)(6) yo morbidly obese female with uterine fibroids, patient with enlarged (B)(6) week sized uterus. Normal tubes and ovaries bilaterally." Reference e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical is currently investigating the complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Medwatch received. "Describe event, problem or product use error. During robotic hysterectomy of enlarged uterus in morbidly obese female, a "pop" was heard early in the case, no problems or changes visualized. During removal of the colpotomizer, it was found to be broken. A complete left ureter transection occurred during the procedure - unrelated to the colpotomizer. Other relevant history, including preexisting medical conditions (e.g., allergies, pregnancy, smoking and alcohol use, liver/kidney problems, etc.) (B)(6) morbidly obese female with uterine fibroids, patient with enlarged 20-week sized uterus. Normal tubes and ovaries bilaterally." (B)(4).